Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. No output: it is unclear what caused the problem the user experienced. It may be attributable to a user error or to a defect of an accessory that was used. Damaged front panel: when cracks in plastic parts of a generator are reported (complaints from india are a focal point), they usually constitute severe damage which requires the affected component to be replaced, since the resulting fracture edges may cause injuries to the user. Possible causes are: 1. Mechanical stress due to improper handling by the user. 2. Mechanical tension in the material with older devices due to the evaporation of the plasticizer. 3. Damage to the material due to unsuitable cleaning agents. 4. Damage to the material due to an excessive contact time with the cleaning agent. 5. Fumigation (fumination) of rooms for the purpose of bio-decontamination with e.g. Aqueous hydrogen peroxide (h2o2) or formaldehyde solutions, which are known to be strong oxidizers. According to the instructions for use (IFU) of the olympus generators, fumigation with hydrogen peroxide or similar agents is not intended. These substances attack the surfaces of the units as well as circuit boards, electronic components and insulation materials in the interior. Damage is then a direct consequence after only a short time. Damage to the electronic components also poses the risk that the electrical function of the unit in question may be permanently disrupted. For example, olympus only gives the following information on cleaning and disinfection in the IFU for the esg-400: ¿cleaning efficacy has been validated with an alkaline disinfectant based on low alcohol (<20%) and quaternary ammonium compounds (sani-cloth® plus manufactured by pdi professional at 3 minutes contact time). Low-level disinfection efficacy has been validated with an alkaline disinfectant based on low alcohol (<20%) and quaternary ammonium compounds (sani-cloth® plus manufactured by pdi professional at 3 minutes contact time).¿ the procedure for cleaning and disinfecting the unit can also be found in the IFU. Olympus is currently not aware of any information that indicates that the occurrence of cracks in plastic parts is attributable to the service life of the device. The fault description and photos provided in such cases always indicate that the damage is attributable to improper handling by the user, to transport in unsuitable packaging, or even to transport without packaging. This fault pattern indicates improper handling by the user. Error e673: error message e673 represents ¿graphics processing unit (gpu) frame buffer check failed¿. The frame buffer is part of the video ram and is equivalent to a digital copy of the monitor image. This means that each monitor pixel can exactly be allocated a certain area of the frame buffer, which contains its digitally translated color value. The cause of error message e673 is attributable to the interaction between the embedded pc and the display. Usually, it is not imperative that individual components be replaced, since the error is of a stochastic nature. The error is uncritical because the device restarts without showing the error in the display. The error message is solely documented in the error log. Afterwards, the error situation has usually been resolved. Therefore, the result is merely a longer device start-up time for the user. If error e673 occurs frequently, the first measure is to replace the embedded pc module, as described in the service manual. The device was evaluated where no abnormalities were found that could have caused or contributed to the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device is expected to be returned to olympus for further evaluation and testing. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. If additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus representative reported on behalf of the customer that the bipolar function on hf unit "esg-400" is not working. The malfunction was found while prepping for use for an unidentified therapeutic procedure. The surgeon completed the procedure with a similar device. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.